Event description:
On (B)(6) 2011, this (B)(6) year old female underwent a total right hip arthroplasty under doctor (B)(6). A stryker rejuvenate modular stem and neck device was implanted. The pt became symptomatic with her hip and went to see doctor (B)(6). On (B)(6) 2014, pt underwent revision of the right hip and had the stryker rejuvenate device explanted by doctor (B)(6). Extensive debridement of the joint was done.